Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgment was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the stent implant came off the balloon when the protective sheath was removed from the 3.5x23 mm xience xpedition. There was no reported resistance when removing the sheath. The stent delivery system was not used on the patient. A new same size xience xpedition was used to complete the procedure without issue. There was no clinically significant delay in the procedure reported. No additional information was provided.